Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions resulting in humidity invaded lg-lens which led to corrosion. The event can be detected by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the light guide lens had cracks, chips, scratches, or stain, wear of the forceps elevator, due to corrosion on the lever mount the forceps control lever did not move smoothly, the grip had a scratch, the forceps channel port had a scratch, the switch box had a scratch, the right/left knob had a scratch, the upward/downward angulation control knob had a scratch, the scope connector cover unit had a scratch, the scope connector had a scratch, the sheet holder unit had corrosion due to water leakage, due to wear of the angle wire the bending angle in the right direction did not meet the standard value, the distal end had corrosion, the bending tube was deformed, the connecting tube had coating peeling, due to annual inspection some parts needed to be replaced, the universal cord had coating peeling, and there was corrosion around the elevator arm. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii duodenovideoscope albarran lever was defective. There were no reports of patient or user harm associated with this event. The device was returned for evaluation. During the device evaluation, the light guide lens was found with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.